Manufacturer narrative:
A request for additional information was made. This investigation will be updated when additional information is received. The device remains implanted.

Event description:
Boston scientific received information that this pacemaker appeared to be depleting prematurely. At the device check six months ago, the remaining longevity was five years. Today, the remaining longevity was 3.5 years. There were no significant changes in percentage of sensing or pacing threshold measurements. No adverse patient effects were reported.